Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that occlusion alarms occurred and the pump battery was depleting quickly. System check was performed by tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.